Event description:
Cross drive screw broke during insertion. A third screw was used to secure the cochlear implant. Part of the broken screw was left in the patient.

Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow up report will be sent.